Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken ventricular connector. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: at analysis the stated reason for return of broken ventricular connector was confirmed and it was additionally noted that the display was also damaged, that this unit requires the updated battery shorting bar design, that incoming testing was unable to be performed because the main board was misaligned and that the lower case was broken. The unit was cleaned and inspected, the output connector assembly, display and lower case were replaced, the main board was repositioned, the new battery shorting bar was installed and the unit was tested and calibrated on the automated test system. If information is provided in the future, a supplemental report will be issued.